Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-nov-2024. Investigation summary: bd received 10 samples for investigation. The 10 customer samples were subjected to retraction lockout testing and the indicated failure mode for needle does not retract-retract slowly with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of needle does not retract-retract slowly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle did not retract, stops halfway, and it takes a couple more seconds to go all the way down on two (2) devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the needle did not retract, stops halfway, and it takes a couple more seconds to go all the way down on two (2) devices. No patient impact reported.